Event description:
It was reported the pt feels his ipg is becoming superficial. The pt's ipg is located at the pt's belt line. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.